Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced numerous infections and wound dehiscence at the magnet site. Removal of the magnet is scheduled; however it is unknown if this has occurred as of the date of this report.